Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose was over 400 mg/dl. The customer also reported they were unable to calibrate. The customer was advised they could not calibrate because their blood glucose was over 400 mg/dl. Customer also stated their settings were recently changed. The customer declined to return the insulin pump for analysis.